Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the buttons on the insulin pump are difficult to press. Customer stated that the buttons seem to be a bit stiff. Customer's blood glucose reading at the time of the call was 138 mg/dl. No further information reported.